Manufacturer narrative:
Reported cerebral hemorrhage captured in MFR#: 2916596-2022-13161. No additional information has been provided. A supplemental report will be submitted once the manufacturer's investigation is complete.

Event description:
It was reported the patient developed a cerebral hemorrhage that resulted in decreased activity of daily living and a gastrointestinal (gi) bleed. On (B)(6) 2022, the patient developed aspiration pneumonia and was treated with antibiotics. On (B)(6) 2022, the patient's pneumonia continued but they did not present with a fever but had positive blood cultures so their antibiotics were changed. On (B)(6) 2022, the patient's respiratory condition worsened but the patient did not want to be put on mechanical ventilation management. The patient passed away on (B)(6) 2022 due to their pneumonia. The pump and system controller were returned for analysis.

Manufacturer narrative:
Correction: patient history of cerebral hemorrhage captured in manufacturer report number 2916596-2022-13976. Patient history of gastrointestinal hemorrhage captured in manufacturer report numbers 2916596-2022-13962, 2916596-2022-14169, and 2916596-2022-14170. This event occurred at (B)(6) hospital, japan. Manufacturer's investigation conclusion: a specific cause for the reported localized infection cannot be conclusively determined. A direct correlation between the patient outcome and (B)(6) cannot be conclusively determined. The evaluation of (B)(6) did not reveal any device-related issues. The pump was returned assembled with the driveline fully intact. The sealed inflow conduit and sealed outflow graft were returned and were secured to their respective pump ports. Examination of the pump blood-contacting surfaces revealed no adhered depositions or thrombus formations that would have contributed to a flow or functional issue. The rotor, bearings, and other blood-contacting surfaces were viewed under a microscope. No anomalies were noted. Examination of the returned portions of driveline found them to be unremarkable. Electrical continuity testing of the wires found no discontinuities or shorts. The pump was reassembled and operated on a mock circulatory loop and functioned as intended. The relevant sections of the device history records were reviewed and showed no deviation from manufacturing or quality assurance specifications. Review of the sterilization and packaging documentation showed no deviation from manufacturing specifications. The heartmate ii left ventricular assist system (lvas) instructions for use (IFU) lists localized infection and death as adverse events that may be associated with the use of the heartmate ii lvas. Instructions regarding preventing infection are outlined in various sections of this document, as well as in the heartmate ii lvas patient handbook. No further information was provided. The manufacturer is closing the file on this event.

Event description:
On (B)(6) 2022, the patient experienced a major infection of the lungs. On (B)(6) 2022, the infection was diagnosed as aspiration pneumonia.

Manufacturer narrative:
No further information was provided. The manufacturer is closing the file on this event.